Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Synthes representative. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Investigation summary product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the driving cap/threaded and radiolucent insertion handle femoral recon nail (frn) broke in the middle of the case. It is unknown if there was surgical delay. Procedure and patient outcome are unknown. This complaint involves two (2) devices. This report is for one (1) driving cap/threaded. This report is 1 of 2 for (B)(4).